Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent contraception. Plaintiff reported to her healthcare provider that she was experiencing severe and constant pelvic pain, heavy bleeding, and pain with intercourse. On or about (B)(6) 2016, she saw her physician and underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe constant pelvic pain and heavy bleeding (genital haemorrhage). She underwent a total laparoscopic hysterectomy and bilateral salpingectomy almost six years after essure insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. In addition, a non serious event was reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe constant pelvic pain and heavy bleeding (genital haemorrhage). She underwent a total laparoscopic hysterectomy and bilateral salpingectomy almost six years after essure insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. In addition, a non serious event was reported. Further information will be obtained through the litigation process.